Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device could not be interrogated. The program was reset, but interrogation of the device was still unsuccessful. The device software was updated with the help of technical support. After the software was updated, the device could be interrogated. The patient was stable with no adverse consequences.